Event description:
It was reported that, a couple of days ago, the patient was on a scooter or tricycle and it slipped while going on a bridge. The patient fell off on her back and hit her head on the cement. At the time of the report, the patient was having pain and was still very sick. She had diarrhea, ¿things are moving and twitching inside.¿ this started on the left, but was currently ¿all over.¿ the device system was used to deliver dilaudid and an unknown drug. It was later reported that, when the previously reported fall occurred, the ¿machine¿ landed on her back. In the week prior to this report on (B)(6) 2014, the patient was sick and was in the hospital, but was not in the hospital due to the pump. While the patient was hospitalized, the healthcare provider (hcp) would not come to the hospital to check the pump and catheter. The hospital doctor called the pump hcp many times and he told the hospital doctor to ¿let the patient go¿ and he would call her to make an appointment. This occurred ¿last monday¿ and the patient had not yet heard from the hcp. The patient was very upset. The patient currently had dilaudid. Follow-up information indicated that the hcp made an appointment for the patient to be seen on (B)(6) 2014. It was later reported that, on (B)(6) 2014, the patient was seen by her hcp for a pump refill. At this time, the patient had a recent flare of her pelvic pain. She denied any new stress urinary incontinence. It was noted that the patient had a history of repeated urinary tract infections. She started using oral dilaudid that she had left over the previous year. The symptoms started calming down, but the hcp was to increase the intrathecal infusion by 20%, along with the personal therapy manager (ptm) boluses. It was necessary to fill the pump under fluoroscopic guidance, as the pump had been revised a couple of times and was seated quite deep and at an angle. The pump was filled with hydromorphone and clonidine. It was noted that for the patient¿s ¿trigger finger¿, which was indicated to be a pre-existing diagnosis, the patient had tried all of the conservative measures, including the use of non-steroidal anti-inflammatory drugs (nsaids) and the application of a splint for about a month. The patient was seen by her hcp on (B)(6) 2014 on an ¿urgent basis.¿ at this time, it was noted that the patient sustained a fall from a motorbike. After the fall, she had a slight bruise to her back, but the worst pain was abdominal pain. She experienced ¿shakes¿ in her arms 2 days after the fall. The patient was told about potential effects of withdrawal and was quite concerned. It was indicated that the patient was to be admitted straight from the ¿operating room¿ to the hospital on (B)(6) 2014, but was not admitted for some reason. The patient called her managing hcp the following afternoon, but the clinic was closing by that time. The patient was told to call a different hcp and be admitted to the hospital. She was admitted, a CT scan was performed and the managing hcp personally reviewed the films. At this time, the catheter was into the intrathecal space. The patient did have degenerative changes in the lower spine and spondylosis and there may have been slightly more stenosis at the lower level than before. No other acute changes were noted. The following day, the managing hcp was informed that the patient seemed to have been stable, wanted to leave and could follow-up with him in the clinic. At the time of the office visit on (B)(6) 2014, the patient denied any withdrawals. The patient was given a ptm bolus and felt the effect of the medication. The pump site was mildly tender. There was slight bruising of the lumbar area and there was no swelling. Otherwise, no fluid accumulation was noted. At this time, the hcp discussed with the patient that the likelihood that the pump had anything wrong with it or that a leak or disconnection occurred was fairly low based on his current observation and findings. The hcp was to increase the pump dose by 20%, including the ¿demand dose¿ by the ptm. If the patient did not experience any improvement, she could call the hcp the following week. The hcp did not think that a dye study was needed at this time. The patient was also given refills for oral hydromorphone for more intense pain in case she needed it for breakthrough pain.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).